Event description:
It was reported that the patient underwent anterior cervical fixation at c5/6 level and sometime post-op, upper adjacent segment disease was observed at c4/5 so a revision surgery was performed. During the revision, the socket of c6 left screw stripped when the c5/6 plate was being removed. The plate was cut off with pincutters and the lower half of the plate was remained in the patient. Another cervical plate construct was placed at c4/5 levels. It was also reported by the doctor that the bone of the patient was very hard and it was difficult to remove other screws. The socket of c6 left screw may have stripped in the initial surgery, according to the report.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.